Manufacturer narrative:
Device evaluation summary: a direct current (dc) - dc converter printed circuit board (pcb) and a graphical user interface (gui) pcb were returned to medtronic for failure investigation. A visual inspection of the returned dc-dc converter pcb was conducted and the following was observed: the capacitor c83 was severely thermally damaged, with smoke damage on the pcb and adjacent connector and components. Preliminary testing of the pcb, using the multimeter, revealed the following: there was a resistance reading of 1 ohm (short circuit) across the damaged capacitor c83. The part was not connected to a test ventilator to avoid further circuit damage, as the short circuit was still present inside the capacitor. A visual inspection of the returned gui pcb was conducted and the following was observed: there was significant smoke damage on the solder side of the pcb near the p1 connector. This damage was caused by a fault on the adjacent pb980 dc to dc converter pcb. The part was attached to the failure investigation test ventilator for analysis. The unit was powered up normally and no errors were recorded in the diagnostic logs. Testing was performed successfully without any errors. The unit was put into normal ventilation mode and ran successfully for 24 hours. A review of the test ventilator logs revealed that no errors and no unexpected alarms were observed during the test run in period. Despite the smoke damage this pcb was functioning correctly. There was no functional fault found. The pcb was smoke damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and determined the ventilator needed a new dc (direct current) to dc converter printed circuit board. Medtronic has received the component from the customer and failure analysis is underway. A supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that at power up, the 980 ventilator had smoke coming from the center of the device. The ventilator was not in use on a patient at the time of the event.